Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump has alarmed motor error. Customer's blood glucose reading is 46 mg/dl. Customer does not know why blood glucose is low. Alarm history shows multiple motor error alarms. Displacement test passed. Drive support cap is loose. Nothing further reported.